Manufacturer narrative:
The analyzer was taken to radiometers workshop and it was upgraded with a newer pc/mother board, combim modul 903-111, and a new cf card 933-269. The error did not appear after replacement of above named parts and the analyzer has been shipped back to the customer site.

Manufacturer narrative:
Not fei based: the MDR report for this case is not fei based for follow up report no. 1. The MDR report no. Was missing the digits 968 and stated to be 3002807-2015-00022 instead of 3002807968-2015-00022. Date of this report: was left blank in follow up 1 (10/06/2015).

Event description:
The customer reports that the volume of the alarm signal is significantly higher than the specified highest possible level. According to the instructions for use, the alarm sound pressure at the highest alarm sound level is 83 dba. The monitor is placed in a neonatal ward and the customer is concerned that noise load can lead to stress and even to damage to their premature infant patients.